Manufacturer narrative:
H.6 investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. H3 other text : see h.10.

Event description:
It was reported that the bd luer-lok¿ tip syringe leaked past the plunger during use. The following information was provided by the initial reporter: " bd 3cc syringes (specifically, 23g) leaking from the plunger during use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe leaked past the plunger during use. The following information was provided by the initial reporter: " bd 3cc syringes (specifically, 23g) leaking from the plunger during use."